Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for failure to hold fluid column. It was reported that during preparation of the steerable guide catheter (sgc), the sgc failed to hold fluid column when the device was inverted. The stopcock was replaced; however, the leak continued. The decision was made not to use the device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned and investigated. The return device analysis did not confirm the reported leak as no leak was noted during device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and without a confirmed failure mode, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.